Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00 in the safety mechanism did not properly activate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about failures for the safety mechanism to work several times but its success to work in the end. The customer reported as follows: the hcp pressed the button several times but the safety mechanism was not activated. After several attempts to press the button, the safety mechanism was eventually activated with the needle successfully retracted. Otherwise, however, there would have been no choice but to pull out the needle manually.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the safety mechanism did not properly activate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about failures for the safety mechanism to work several times but its success to work in the end. The customer reported as follows: the hcp pressed the button several times but the safety mechanism was not activated. After several attempts to press the button, the safety mechanism was eventually activated with the needle successfully retracted. Otherwise, however, there would have been no choice but to pull out the needle manually.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 08-dec-2022. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard unit with no product documentation to indicate the reference or lot number. Additionally, five photos were provided for investigation which displayed similarities to that of the returned unit. Through the inspection of the returned unit, the button was pressed down, and the needle had already been retracted. The needle was un-retracted to attempt to replicate the reported issue you experienced. The defect of retraction failure was unable to be replicated. The unit was then microscopically inspected for damage to any of the components where no damage was identified. Additionally, no excess adhesive could be identified. The reported issue of ¿needle retraction failure¿ was not confirmed based on evaluation of the returned unit and review of the photographs. A device history record review showed no non-conformances associated with this issue during the production of this batch.